Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient received an end of service (eos) message with a ¿call your doctor¿ icon and it wouldn¿t work. It was noted the patient was not able to adjust stimulation. The reporter noted that the patient didn¿t think it was at 10v but was just trying to get relief. It was noted that the patient had the implant put in about 4-5 months prior to the report. Additional information has been requested but was not available as of the date of this report